Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the pace/defib engine was replaced. The device was recertified and returned to the customer. The pace/defib board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty solder joint on a transformer on the pace/defib engine. Analysis for reports of this type has not identified an increase in trend.